Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the ventilator spontaneously shut down, the screen went blank, and there was a loud audible alarm. The patient was manually ventilated until the ventilator spontaneously restarted and was reconnected to the ventilator. There was no harm to the patient. The respiratory therapist then placed the patient on another ventilator. The logs showed that when the ventilator spontaneously restarted, it was ventilating at the previously set settings.